Event description:
It was reported the gastrointestinal videoscope experienced a scope communication error during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed, scope communication error e227. A probable root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the e227 error is traced to component failure from fluid/moisture invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.